Event description:
I have a medtronic percept deep brain stimulator and it keeps developing noise and requires a reset of the device. As the noise develops I have severe migraines and muscle tightness through out my body: this occurs when I pass by certain cell towers, power transfer stations or someone operating certain type vaccine cleaners. This is the second time I'll be having a reset in the system. The pain becomes unbearable when it occurs.